Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to high pacing thresholds, including no capture in the bipolar configuration, and high pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.